Manufacturer narrative:
Additional information was added to h3, h4 and h6. B5: the device was filled with 5fu diluted in 0.9% sodium chloride (nacl). H4: the device was manufactured from february 3, 2020 - february 4, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed a large pool of fluid inside the device housing which indicated leak may have occurred. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was due to a ruptured bladder or missing the upper film-wrap of the bladder which are likely related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The leak was further described as when injecting solution into the balloon, it was noticed the fluid was filling, "the interior of the pump, " instead. The event occurred during filling. Therefore, there is no patient involvement. No additional information is available.